Event description:
During a laparoscopic cholecystectomy procedure, when the handle was clamped, the clips would not stay in place. The case was completed by opening another device which was out of the same lot and functioned fine. No pt consequence.